Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was ranging from 60 mg/dl to 80 mg/dl since after dinner and after waking up. The customer was 174 mg/dl at the time of call. The customer treated low blood glucose level with food and juice. The customer was using the insulin pump within 48 hours of high blood glucose level. The customer alleged insulin pump for over delivery because the felt low sometime during the night. The drive support cap appeared normal. Troubleshooting was performed and the insulin pump passed displacement test. The insulin pump will not be returned for analysis.